Manufacturer narrative:
Concomitant products: product ID d154vwc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead alert sounded due to high rv impedances. The lead integrity alert setting was increased, but ten days later there was an abrupt increase in impedance and the alert sounded again. The right ventricular (rv)lead's impedance has stayed high ever since. Possible lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had a gradual rise in impedance and is now high. It was noted that an x-ray was taken and looked good, but irregularities. The lead was replaced. No patient complications have been reported as a result of this event.